Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 01-may-2022, the patient's infusion set's tubing detached/broken at the site connector. The infusion set had been used for one day. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.